Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1,783 days after a coronary drug eluting stenting treatment procedure, the pt expired. Target lesion 1 (10mm long) was located in the first obtuse marginal branch (om1) with 90% stenosis and a reference vessel diameter of 3.0 mm. The calcification or tortuosity was not reported at this time. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. One thousand seven hundred eighty three days post coronary index procedure, and during the five year follow-up, it was reported to the facility that the pt died instantly in a car accident. There was no hospitalization or autopsy. According to the death certificate, the cause of death was multiple injuries. In the opinion of the physician, the death was not related to the index procedure, prior co-morbid condition and to the non-target vessel. However, in 2007, a clinical events committee determined the event was potentially related to the device.